Event description:
It was reported that the arctic sun device inlet pressure (ip) out of specifications. Biomed stated that they were performing their preventive maintenance. They were checking the inlet pressure on each port of the fluid delivery line (fdl) with the shunt loops. Many of the ports were giving an inlet pressure (ip) of -4 to -5psi and are out of spec. Biomed provided s/n (B)(6). Per biomed via phone on (B)(6) 2024, customer stated that they ordered and replaced the fluid delivery line and returned the device back to service.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device inlet pressure (ip) out of specifications. Biomed stated that they were performing their preventive maintenance. They were checking the inlet pressure on each port of the fluid delivery line (fdl) with the shunt loops. Many of the ports were giving an inlet pressure (ip) of -4 to -5psi and are out of spec. Biomed provided s/n (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device inlet pressure (ip) out of specifications. Biomed stated that they were performing their preventive maintenance. They were checking the inlet pressure on each port of the fluid delivery line (fdl) with the shunt loops. Many of the ports were giving an inlet pressure (ip) of -4 to -5psi and are out of spec. Biomed provided s/n (B)(6). Per biomed via phone on (B)(6) 2024, customer stated that they ordered and replaced the fluid delivery line and returned the device back to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in the fluid delivery line. Biomed stated that they were performing their preventive maintenance. They were checking the inlet pressure on each port of the fluid delivery line (fdl) with the shunt loops. Many of the ports were giving an inlet pressure (ip) of -4 to -5psi and are out of spec. Per follow-up information, customer stated that they ordered and replaced the fluid delivery line and returned the device back to service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.